Manufacturer narrative:
The customer indicated the devices were discarded. The devices were not returned to hospira for testing and investigation; therefore, attribution of the issues to the devices could not be determined. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
General report received of an unspecified number of undocumented incidents of separations. The tubing sets were being used to deliver unspecified medications. After unspecified lengths of time in use, the tubings separated from the option-lok male adapters. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were required. Though requested, no additional info was provided including if the tubing sets were replaced and the therapies were resumed.